Event description:
A spinal surgery to stabilize a fracture of the thoracic spine level 3-4 has been performed with the aid of the brainlab navigation software (pedicle screw instrumentation of t1-2 and t5-7), using the navigation sw application feature automatic image registration for images from a non-brainlab intra-operative 3d c-arm (3d fluoroscopy). After pedicle screws were placed with the aid of the virtual display of the brainlab navigation, a verification fluoroscopy was performed and revealed that the positons of several inserted pedicle screws were not as desired. According to the surgeon, the positions of pedicle screws were corrected during the same surgery. According to the hospital, there is no injury or negative effect to the patient, and the outcome of the surgery was successful.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, although there is no indication of a systematic error or malfunction of the brainlab device, the corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place, according to the hospital, there is no injury or negative effect to the patient, and the outcome of the surgery was successful. Brainlab investigation has shown that the used non-brainlab intra-operative 3d c-arm (3d fluoroscopy) was de-calibrated. This caused the virtual display of the brainlab navigation to be not as accurate to the patient anatomy as desired, since the brainlab navigation uses the necessary calibration information from the c-arm. In this specific case, the inaccuracy of the virtual display of the brainlab navigation was apparently not detected by the user with the corresponding and available verification functionalities/ requirements of the brainlab device. The non-brainlab c-arm at this hospital has been re-calibrated and corresponding accuracy of the brainlab navigation in combination with this c-arm has been verified. The brainlab device works as intended.